Event description:
Reporter indicated that vns pt was referred by treating neurologist for second opinion as they had seen no improvement in seizure control with the vns therapy. Second neurologist reportedly tested the device and "found it not be working". Second neurologist ordered x-rays and scheduled the pt for follow-up in three months. Second neurologist reportedly indicated that there may be a problem with the leads, but that he could not be sure until he had the x-ray results.